Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when delivering a bolus request, the customer was not paying attention and delivered a bolus request of 15 units of insulin instead of 15 grams of carbohydrates. The customer experienced a low blood glucose (bg) level of 40 mg/dl. To treat the low bg level, the customer consumed glucose tablets. Recommendation was made by tandem technical support to consult with health care provider regarding diabetes management.